Event description:
Same case as MDR ID: 2134265-2015-05030. (B)(4). It was reported a hematoma occurred. The patient underwent a left atrial appendage closure (laac) procedure in may 2015. A watchman ® access system was used with a 27mm watchman ® laa closure device and delivery system. The device was deployed successfully with a complete seal noted. During a follow up transesophageal echocardiogram (tee), thrombus on the surface of the device was noticed. No action was taken. In (B)(6) 2015, the patient presented to the ER with a hematoma of the right thigh with anemia. The patient was admitted and required a blood transfusion of two units. Medication was given or the regimen adjusted. The patient was discharged three days later. The event was considered recovering/resolving.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event was considered resolved on (B)(6) 2015.